Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Treatment of a lesion in the mid left anterior descending artery was performed with a diamondback coronary orbital atherectomy device. The lesion was 25mm in length, and the vessel was 80% stenotic with a diameter of 3.5mm. The patient experienced arm pain and elevated troponin levels following treatment; the patient's troponin level was 3.90ng/ml. The patient was diagnosed with a post-procedural non-st-elevation myocardial infarction and was hospitalized for one additional day for observation. Troponin levels trended down during observation, and the patient was discharged with a troponin level of 1.98ng/ml. The patient's arm pain was also considered resolved at the time of discharge.